Event description:
It was reported that during the procedure the tips of two drivers sheared off in the set screw during final tightening. They were not able to be removed and were retained by the patient. The case was completed with an alternate device. There were no reported additional patient impacts and no further information was provided. This is report one of two for this event.

Manufacturer narrative:
The lot numbers match information in the complaint file. Visual inspection confirms that the tip of both drivers has fractured off. The complaint is confirmed. Hardness test was conducted with machine eq-0479 and calibration expiration date 24 mar 2021. Driver with lot zb120302 was tested twice with results of 52.5 hrc and 53.0 hrc. Driver with lot z19e1016 was tested twice with results of 53.5 hrc and 53.0 hrc. All of these hardness results meet the drawing's tolerance of 48 hrc minimum. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that during the procedure the tips of two drivers sheared off in the set screw during final tightening. They were not able to be removed and were retained by the patient. The case was completed with an alternate device. The complaint is confirmed. However, as this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Tip fracture or stripping of the plug driver can often occur when the driver is over torqued or when force is applied off-axis. However, as this failure is regularly occurring with known causes and impacts, a summary investigation was completed.

Manufacturer narrative:
Additional information in d4 (lot number).

Event description:
It was reported that during the procedure the tips of two drivers sheared off in the set screw during final tightening. They were not able to be removed and were retained by the patient. The case was completed with an alternate device. There were no reported additional patient impacts and no further information was provided. This is report one of two for this event.

Event description:
It was reported that during the procedure the tips of two drivers sheared off in the set screw during final tightening. They were not able to be removed and were retained by the patient. The case was completed with an alternate device. There were no reported additional patient impacts and no further information was provided. This is report one of two for this event.

Manufacturer narrative:
Additional information in b4, g4, g7, h2, h4, h6: methods, results, and conclusion codes. The product was not returned. However, photos were provided showing the tips of the drivers. As is evident in these photos, the driver tips fractured off. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that during the procedure the tips of two drivers sheared off in the set screw during final tightening. They were not able to be removed and were retained by the patient. The case was completed with an alternate device. The complaint is confirmed. The exact cause of this event can't be determine with the available information. However, as this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Tip fracture or stripping of the plug driver can often occur when the driver is over torqued or when force is applied off-axis.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00315.

Event description:
It was reported that during the procedure the tips of two drivers sheared off in the set screw during final tightening. They were not able to be removed and were retained by the patient. The case was completed with an alternate device. There were no reported additional patient impacts and no further information was provided. This is report one of two for this event.